Manufacturer narrative:
H.6. Investigation: two photos of 1ml luer-lok syringes (p/n 309648) were received and evaluated. One photo had two syringes showing the stoppers bent over at the side. One photo showed two syringes, one syringe has the thumbrest broken off. The conditions observed were non-conforming per product specification. Potential root cause for the stopper angularity and broken thumbrest defects are associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 bd luer-lok syringes, 1 ml had a broken plunger rod and had the stopper misaligned. The following information was provided by the initial reporter: " we received the report that 2 syringes are missing part or all of their thumb pressure furthermore, 2 syringes where the rubber of the plunger is deformed."

Event description:
It was reported that 2 bd luer-lok syringes, 1 ml had a broken plunger rod and had the stopper misaligned. The following information was provided by the initial reporter: " we received the report that 2 syringes are missing part or all of their thumb pressure furthermore, 2 syringes where the rubber of the plunger is deformed"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2022. H6: investigation summary two photos and four loose 1ml luer lock syringes (p/n 309648) with customer attached tip caps were received. The samples were visually evaluated. Plunger rod of one sample was observed to have an incomplete fill. One sample was observed to have the plunger thumb rest broken off. Two samples were observed to have a jammed stopper which was angled towards the flange. Upon exercising the two samples it appeared that there was a lack of lubrication. The observed conditions were non-conforming per product specification. Potential root cause for the stopper angularity, lack of silicone, and broken thumbrest defects are associated with the assembly process. It is likely a machine jam led to the plunger rod thumbrest inadvertently snapping after assembly. The jammed stopper most likely occurred due to an incorrect amount of lubricant present in the barrel. Potential root cause for the short shot defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0059908 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok syringes, 1 ml had a broken plunger rod and had the stopper misaligned. The following information was provided by the initial reporter: " we received the report that 2 syringes are missing part or all of their thumb pressure furthermore, 2 syringes where the rubber of the plunger is deformed".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok syringes, 1 ml had a broken plunger rod and had the stopper misaligned. The following information was provided by the initial reporter: " we received the report that 2 syringes are missing part or all of their thumb pressure furthermore, 2 syringes where the rubber of the plunger is deformed".